Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt during the loading sequence. Customer continued to used the same syringe and cartridge to successfully fill the cartridge. Customer's blood glucose was 101 mg/dl.